Event description:
It was reported that when using the bd pyxis¿ es server user identified that some previous orders were not appearing on the es server. The user updated and repushed one of the affected orders, which then appeared immediately; however, other orders remained stuck and were not displayed. The user expressed hesitation to repush the remaining orders without further guidance. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the previous orders were not shown up. A technical support specialist (tss) had reviewed the order and confirmed that the order needs to be resent from meditech to pyxis. Further tss confirmed with the customer that the orders were shown after the interface was rebooted. The system functioned as intended after the technical support specialist investigated the device.